Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device would not open after the clip was placed on cystic duct. The device was pryed open with a grasper. Another device was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.